Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the during the surgery the physician used the device, but found the disinfection date of the inner packing bag was (B)(6) 2016, validity period (B)(6) 2014. There was a package abnormality before opened. There was no bar code in the box. The effect on the outer package was 2017. The device was inspected prior to use. Finally the physician "disinfected" to use. Further stated that the device was replaced. There was no patient injury or impact. The patient's current was normal. The indication for use included parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.